Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. Analysis was unable to perform displacement test due to physical damage. The insulin pump was received with faded serial number label. The insulin pump was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring had fallen from around the reservoir compartment. Customer's blood glucose was not given. Advised that the insulin pump would need to be replaced. The product will be returned for analysis.